Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: oct 04, 2007. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that both the driving cap with handle adapter and percutaneous insertion handle are stuck together. This was discovered in decontamination. There was no case or patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: per the technique guide, the 03.010.046 percutaneous insertion handle and the 03.010.047 driving cap are routinely used during the insertion of femoral and tibial nails including those in the titanium cannulated retrograde/antegrade femoral nail system and the suprapatellar instrumentation for titanium cannulated tibial nails system among others. The returned instruments were examined and the complaint condition was able to be confirmed as the driving cap was unable to be separated from the handle. The cap was unable to be unthreaded resulting in the complaint condition. No definitive root cause was able to be determined however the failure mode is consistent with impaction while the driving cap was not fully threaded into the handle; the result of which would be deformed threads which likely led to the observed complaint condition. Relevant drawings for the returned instruments were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.